Event description:
As reported by the edwards field clinical specialist, the sapien valve jumped upon balloon inflation, causing it to be deployed too aortic. There was no issue with the coronaries because they had been previously bypassed. A second sapien valve was then deployed within the first. Per report, the extra stiff guidewire went from the lesser curve of the aorta to the greater curve of the aorta when deployed, causing the valve to jump aortic. Additional investigation revealed the following: the patient's native annulus had a diameter of 24.8mm. No severe septal hypertrophy. No mitral annular calcification. Moderate aortic valve/root calcification. The patient's ejection fraction was 40%. The image intensifier angle and coaxial alignment of the valve and delivery system were described as good. The valve's pre deployment positioning was 60:40 aortic.. Final valve position was 95:5 aortic. Balloon inflation was held for three or more seconds, and ventilation was held during deployment. Pacing capture was not lost.

Manufacturer narrative:
Imaging was not available for review, and the device is not available for analysis as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In addition, maintaining guidewire positioning is also emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the positioning of and tension stored in the guidewire during deployment may have resulted in the reported aortic malpositioning. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.